Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during a follow-up visit, the patient presented with difficulty voiding. A cystoscopy examination was conducted, which confirmed that the lateral lobes reattached and built a different urethral channel. No further information was provided by the treating physician. No malfunction of the aquabeam robotic system was reported. Additional information has been requested by procept on this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: procept biorobotics has been unsuccessful in obtaining any additional information regarding this event, including whether any additional intervention was performed and patient's condition. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b rev c/serial number (B)(6) was performed, that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all required specifications upon release for distribution. A review of similar complaints was conducted on ab2000-b rev c/serial number (B)(6), which confirmed no similar events. A review of similar complaints across all other system found no other similar events reported to procept biorobotics. The aquabeam robotic system's instructions for use (IFU), ifu0104-00, rev. B, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o urethral damage causing false passage or stricture. O urinary retention. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists urinary retention and urethral damage causing false passage or stricture as potential risks of the aquablation procedure. No further information has been able to be obtained regarding this event. Based on the review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.